Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for other chronic/intract pain (trunk/limbs) reported in 2005 or 2006 after implant they traveled back to the physician because the implant never worked right, and ¿something must have come loose¿ because the first time they turned therapy on they had leg spasms. As a result the ins was replaced. After the ins was replaced it worked.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.